Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was about to change the set and her blood glucose was 487 mg/dl. Customer stated that it has never been that high. Customer's blood glucose is 412 mg/dl. Customer treated with 1.4 units with the pump. Customer had symptoms of high blood glucose such as dry mouth and a burning sensation on the chest. Customer stated that she has a back-up plan. Customer bolused with the pump. Customer stated that there was no burning in the chest when her blood glucose was going down. Customer found very little air bubbles closer to the pump. The bubbles were smaller than soda bubbles. Customer ran a manual prime and the insulin did exit the tubing. Customer did not have a tubing clamp and was advised to call back once they receive it to continue troubleshooting. Customer was advised to do a complete set change. Customer mentioned that her blood glucose was now 351 mg/dl. Customer stated that the pump said to give 8.8 units but she gave 1.4 units instead.